Event description:
It was reported that the patient was receiving hydromorphone. It was reported that the device didn't infuse from (B)(6) 2022. No patient injury was reported.

Manufacturer narrative:
A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: no product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation., corrected data: b5: correction: describe event or problem: updated, d4: correction: catalog number: 21-2120-0104-01, d4: correction: model number: 2120.

Event description:
Additional information was received via email from the customer on (B)(6)2022 and attached by the manufacturer into the complaint. It was reported that the customer does not have these tubing sets to return. Patient information was provided. The nurse reported that patient pump states reservoir volume is 11.8ml however, it looks like the bag is over 100ml. Hospice nurse flushed line and everything is working well, the patient's family states the patient has been moaning in pain more over the past couple a days.